Event description:
It was reported that during the attempted implant procedure, the stylet got stuck inside the lead. Every attempt to remove the stylet dislodged the lead. The stylet was eventually removed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.